Event description:
It was reported that the atrial lead exhibited 1815 ohms impedance in the bipolar configuration. One week previous, lead impedance was 1736 ohms. In 2007, the lead impedance was 479 ohms. The lead was subsequently replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.